Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/28/2015 with the following findings: a review of the pump's black box data showed multiple unexplained pump reboot events occuring on 08/16/2015. The pump was run on a 24 hour basal program using the returned battery cap with no intermittent power or roboot occurrences. The battery cap was found to be damaged. Unrelated to the initial allegation, the display screen was dim and discolored.